Manufacturer narrative:
Evaluation: a clear hemostasis valve assembly (snap fit type) was returned for evaluation. Blood was noted on the exterior and interior of the device. Visual examination revealed the valve gasket to be unseated or "crooked" within the clear valve body. Probable cause of difficulty: based on the visual examination of the hemostasis valve, the position of the valve gasket would have contributed to the rpt'd difficulty as indicated by the user. The complaint was shared with the appropriate individuals in mfg. This dept. Also verified that the valve was not seated properly within the hemostasis valve body. In order to prevent furture occurrences, the operators will be shown a photograph of the unseated valve gasket and will be retrained on this procedure. As a note, snap fit hemostasis valves are not being used in insertion kits at this time.

Event description:
Blood was leaking from the hemostasis valve. The valve herniated during insertion. (Event complications: unk - reported 8/21/97) (pt's current status: unk - rpt'd 8/21/97.)